Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Touch screen failure. There was no patient involvement.

Manufacturer narrative:
MFR received date: 28aug2019. Date of report 29aug2019. The manufacturer's service technician confirmed the touchscreen issue. The technician replaced the touchscreen to address the issue. The ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.